Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring equal to or greater than 500 mg/dl. The reporter stated that the patient¿s blood glucose ¿is out of control¿ and even with increases in basal rate (per health care provider) and correction boluses, the patient¿s blood glucose level does not come down as it should. The reporter stated the patient is very compliant with diabetes management and allege that the insulin pump is not delivering insulin to the patient properly. No further information was available. Animas customer technical support made several attempts to obtain further information from the reporter; however, the reporter did not respond to the follow-up attempts. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue with the pump.